Manufacturer narrative:
Box h and UDI number have been updated/corrected in the current report.

Event description:
The manufacturer was contacted in reference to a dreamstation CPAP pro device. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third party service center, light smoke was detected. No other device problems were found. The device was scrapped.